Event description:
It was reported that the device was used during a right thoracoscopy with thoracotomy/right upper lobe. The staples did not form when the device was fired. Another device was used to complete the case and also oversewed with sutures. Unknown patient consequence.